Event description:
The user reported that during the right common femoral arterial access, the micro-sheath severed into 2 pieces during exchange over a wire. At this point, left common femoral arterial access was obtained. The 0.035" wire was snared, and the severed 4f indwelling residual micro-sheath was successfully removed. No further patient harm was reported.

Manufacturer narrative:
Device available for evaluation. It was originally reported that the device would be returned for evaluation. The device is no longer expected to be returned. Device evaluation: no device is expected to be returned for investigation. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a follow up submitted.

Manufacturer narrative:
Device evaluation. The device has not returned for evaluation. A follow up report will be sent when the evaluation has been completed.